Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the arrows on the screen of the receiver were going in the wrong direction when the values were displayed. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.